Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿a midline incision was made. Recurrent hernia defect was identified at the umbilicus region. A bard flat mesh (device 1) was placed and secured to the fascia with suture.¿ (B)(6) 2010 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with excision of bard flat mesh (device 1). Per op notes, ¿a midline incision was made through the old scar in the periumbilical area. The old mesh (device 1) was removed. The hernia sac was resected and contents were reduced. The hernia was primarily repaired with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿a midline incision was made to prior incision. A umbilical hernia with recurrent nature was identified. The fascial edges were cleaned and contents were reduced. A bard flat mesh (device 2) was placed over the fascial repair and secured with suture.¿